Manufacturer narrative:
(B)(4). Date sent: 5/19/2020. Investigation summary: the device was returned with the blade tip broken off and it was returned with the device. During functional testing on a gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. This is consistent with a side load being applied to the blade while active with the jaw closed. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include ¿tighten assembly,¿ ¿blade error detected¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage can result in a broken blade. No conclusion could be reached as to how this issue occurred.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a lap myomectomy, the active black tip of the harh36 was broken during use. A new device was used to successfully complete the procedure. Surgery was not delayed and there were no patient consequences.